Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The present screw was analyzed for conformance to print specifications, as well as the device history record was researched; no abnormal findings were identified. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume that too much applied forces or placing the inserter in an oblique way caused this damage.

Event description:
A device report from synthes (B)(6) provides information from a facility in (B)(6). It was reported that the connection screw broke during the unspecified procedure. Reportedly, there was no impact on the procedure, the operation was finished successfully.

Manufacturer narrative:
The device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.